Manufacturer narrative:
Balt USA's reference number: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed only the delivery pusher to be available for return, no implant or introducer sheath; we observed the detachment zone to show no visual signs of a detachment cycle being ran; we observed the electrical resistance of the delivery pusher to be 42.7[?] - within specification; we observed a minor bend found along the delivery pusher approximately 10cm distal of the first warning stripe. Root cause of the premature detachment of the implant cannot definitively be determined. During our investigation, we observed the detachment zone to show no visual indication of a detachment cycle being ran, as well as no visual damage to the detachment zone. It is possible that during the procedure, the implant unintentionally interacted with a secondary device while the physician attempted to remove the coil system. Without the return of the implant, it is difficult to definitely say if the implant was damaged prior to the premature detachment, which could have caused the friction felt while attempting to retract the coil system. It is likely that the minor bend found in the delivery pusher was from the physician attempting to retract the device while friction was felt. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f191100237 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "the physician was balloon assist coiling a ruptured mca birfurcation aneurysm. The physician had previously used a 2.5x6 axium, then optima 2x6 css, optima 2x4 css. The coil mass wasn't sitting well due to wide neck. The physician used the balloon to push the coils back into the anuerysm. The physician added an additional 2x3 optima css and it packed and held the coils in place. The physician was using an additional 2x3 optima css. The physician didn't like how the coil was sitting and decided to pull out the coil. The physician felt some friction when removing and continued to pull on pusher to the remove the coil and the coil broke off the pusher at the detachment zone leaving the coil half in the micro catheter. The physician used a syringe filled with saline to push the coil out of microcatheter. The physician had to use an atlas stent to secure the coils down. The physician believes he had trapped the coil on the side wall between the catheter and balloon. The physican doesn't believe the coil was tangled. Pusher available for return, not coil."